Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the instrument firing knobs were slightly advanced, and the articulation lever was in neutral position. The firing rod was slightly advanced. Functionally, the instruments firing knobs could be fully retracted but they would not stay in the fully retracted position. When the knobs were retracted and then released the knobs and firing rod would advance slightly. It was reported that the shaft was loose. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition not related to the reported condition: the instrument firing knobs and firing rod were not staying in the fully retracted position. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to a procedure, while preparing the device, the nurse found out that the connection between the handle lever and the handle body was out of place. A new handle was used to resolve the issue. There was no patient involved. Medtronic's evaluation of the device found that the instruments firing knobs could be fully retracted but they would not stay in the fully retracted position and when the knobs were retracted and then released the knobs and firing rod would advance slightly, which is indicative of being applied to tissue that is beyond the recommended thickness range.